Manufacturer narrative:
D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) the device was discarded; therefore, the cause of the glidelight becoming stuck could not be established. Per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present within the patient but was not targeted for extraction. A cook medical liberator locking stylet was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, advancement was made to the proximal coil of the lead, and stalled. However, when attempting to retract the device, it became stuck and with traction applied to the glidelight, the patient¿s blood pressure dropped and a pericardial effusion was noted. Utilizing a snare, attempts to remove the glidelight were unsuccessful, and the pericardial effusion was growing. Rescue efforts began, including sternotomy, and an rv perforation was discovered and repaired. The glidelight was removed, and the rv lead was extracted using a cook medical byrd dilator sheath post-sternotomy. The patient survived the procedure. This report captures the 12f glidelight in use in the area when the entrapment and perforation occurred, requiring intervention.